Event description:
Information received by medtronic indicated that the customer need to take out new batteries and put back in a couple times for insulin pump to turn on and had a couple no delivery alarms. It was stated that there were air bubbles in the reservoir. The air bubbles are not soda pop or champagne size. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.